Event description:
This device displays inconsistent longevity estimates and was explanted. No additional information is available. Should additional information become available, this event will be updated.